Event description:
While testing the core micro drill was tested it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Customer decided not to return the device for repair because the device only displays an error on one console, and doesn't display an error on their other console. Customer decided not to return the device for repair.